Manufacturer narrative:
It was reported, "the operating room (or) towels having lint/fibers & it spread all over to the surgical gloves, instruments, drapes & potentially on the patient. This is happening in the middle of the case." Email received by bsn, rn, cnor, uc (B)(6) medical center, with additional information related to this incident. Reporter states on (B)(6) 2021 "during an ascending aortic replacement and aortic valve replacement procedure, the lint from the towels made contact with the open site through the surgeon and staff gloves." Reporter states, "the lint were removed by picking it with forceps. In addition, staff removed the towels and gloves. The surgeon had to pause/stopped the surgery and removed the lint and do further inspection of the severity of the situation. As a result, the patient did require additional general anesthesia." No serious injury has been reported at this time. Samples are not available for return and evaluation therefore, a root cause will be difficult if not impossible to determine. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "the operating room (or) towels having lint/fibers & it spread all over to the surgical gloves, instruments, drapes & potentially on the patient. This is happening in the middle of the case."